Manufacturer narrative:
Evaluation summary: the device involved in this complaint was discarded at the facility. The info contained herein is based on the info provided by the initial reporter. The info provided indicated that the pt developed an infection the day following the removal of the catheters. Over three months later, the wound was surgically cleaned and a 5 cm piece of catheter was removed. Pt is healing well. No product info was provided. Physician was unaware that the entire catheter had not been removed. If add'l info is received pertinent to this incident, a follow-up report will be submitted.

Event description:
A piece of catheter was found inside a pt after approx 3 months. The pt developed an infection following use of the pump, and the source of the infection was found to be about 5 cm of catheter that had been left inside the pt.